Event description:
It was reported that a closure top migrated out of a vital mis screw post-operatively. A revision has not been performed. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2023-00030.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation product was not returned and photos were not provided. Device evaluation unable to be completed. Potential cause root cause was unable to be determined. This event could possibly be attributed to unknown patient, traumatic or surgical factors. DHR review DHR review unable to be completed as lot number is not known. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a closure top migrated out of a vital mis screw post-operatively. A revision has not been performed. This is report one of two for this event.